Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2011 and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Ten years following intraocular lens (iol) implant surgery, a consumer reported that at a week postoperative her eye became very sensitive to light. The consumer reported that she keeps the shades pulled in her house and wears sunglasses in the house. In a f/u, the surgeon reported it was unlikely that the iol caused or contributed to the event. The surgeon reported the consumer had seen another ophthalmologist who suggested a "non-ocular" cause of photophobia. The surgeon reported the consumer was kept on a longer course of steroids and nonsteroidal anti inflammatory medications due to her symptoms.